Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the notification form sent by the rep, "[surgeon] was using the hand piece and began to smell smoke. He finished the case and was looking at the hand piece and then trying to advance the fiber and it would no longer advance¿so he grab the end of the fiber and it pulled out of the hand piece because it was burned into. [Surgeon] was able to complete the case and perform all the channels required. The patient was in no way impacted by this event."

Manufacturer narrative:
Representative stated the batch number for the hand piece is ta-04101 but serial number was unknown. A list of all hand pieces sent to the hospital was created, listing 6 different serial numbers with the same batch number ((B)(4)). A definitive lot number was not provided. A review of manufacturing records for the product were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. No non-conformances against the product were initiated by cryolife. The device was not returned so no direct observations can be made. A definitive root cause cannot be determined based on the available information.

Event description:
Per the notification form sent by the rep, "[surgeon] was using the hand piece and began to smell smoke. He finished the case and was looking at the hand piece and then trying to advance the fiber and it would no longer advance so he grab the end of the fiber and it pulled out of the hand piece because it was burned into. [Surgeon] was able to complete the case and perform all the channels required. The patient was in no way impacted by this event."